Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer also states that the knob on the blet clip broke.the blood glucose reading was 201 mg/dl. The customer states the insulin pump was exposed to moisture by customer's sweat. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The unit had a cracked case at display window corner, minor scratches on the lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.